Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."

Event description:
It was reported that the customer dropped the pump and the pump battery became unresponsive. The customer reverted to an alternate method of insulin therapy. Customer's blood glucose level was approximately 120 mg/dl.